Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: event date: unknown. (B)(4). The product will not be returned (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a locking compression plate proximal lateral tibia (lcp-plt) was implanted for external high tibial osteotomy (hto) on (B)(6) 2016. Three (3) months after initial surgery the patient began activities such as going mountain climbing. It was soon revealed that (4) self-tapping locking screws had breakages and migration in the proximal holes and pseudoarthrosis occurred. On (B)(6) 2016, a revision surgery took place to fix the medial and lateral side of the patient¿s tibia. The surgeon implanted the patient with a proximal tibial plate (ptp: 4.5/5.0) and medial tibial plate (mtp). This report is 4 of 4 for (B)(4).